Manufacturer narrative:
The affected device was examined onsite by dräger service and a faulty hard drive (ssd) of the cockpit was identified as root cause of the reported cockpit infinity c500 malfunction. Replacing the ssd of the cockpit remedied the issue. The device was successfully tested afterwards and confirmed to be operating per manufacturer¿s specification. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. If the hard disk is not accessible during the restart, the boot process of the cockpit cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. This alarm is energized independently from the power supply and will last for at least 2 minutes. The ventilation will not be affected by a cockpit restart and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the ventilator rebooted on (B)(6) 2024 at approx. 2:30 p.m. Ventilation was reportedly not interrupted. No patient injury.